Manufacturer narrative:
Taper unk. Medwatch sent to FDA on: (B)(4) 2012. The product associated with this report will not be returned. The connector type cannot be identified nor an assumption made as to the type of connector associated with this complaint because no serial number or implant date was given. Allergan has not received the product at this time. Therefore, no analysis or testing has been done. Although the MFR of the device is unk, it is allergan's approach to compliance to resolve all doubt in favor of reporting. Infection is a surgical/physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Device labeling addresses the reported event of infection as follows: "infection can occur in the immediate post-operative period or years after insertion of the device. In the presence of infection or contamination, removal of the device is indicated."

Event description:
Doctor reported event of "superficial wound infection" from journal article: "revision of laparoscopic adjustable gastric banding: success or failure?", obes surg (2012) 22:287-292. Although the MFR of the device is unk, it is allergan's approach to compliance to resolve all doubt in favor of reporting.